Manufacturer narrative:
Findings: unit received with cracked and broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test due to physical damage to case. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that the bottom of the pump is broken. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.